Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part # 03.620.061; synthes lot # 6596901; supplier lot # 6596901; release to warehouse date: 11 may 2011. Supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on february 03, 2020, during testing at service and repair, the torque limiting rachet handle failed in calibration. There was no patient involvement. This complaint involves one (1) device. Investigation flow: power tools/calibration. Visual inspection: the 10 nm torque limiting ratchet handle 6mm hxc (p/n: 03.620.061, lot #: 6596901) was returned and received at us cq. Upon visual inspection, scratches and slight discoloration was observed on the device consistent with the device use but have no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device at service and repair. The minimum torque of the device was measured to be 9.78 nm during calibration testing. This was not within the specified torque range of the device of 10.2 nm - 11.8 nm. Hence, the torque test failed low. Service & repair evaluation: the device failed calibration during s&r evaluation. The repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Ratcheting and torque limiting handle: 03_620_061, rev. E/c. The device received failed low in calibration testing. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 10 nm torque limiting ratchet handle 6mm hxc (p/n: 03.620.061, lot #: 6596901). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The returned instrument has exceeded the expected instrument life (three years) established by bradshaw. Therefore any recalibration could not be assured; based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during testing at service and repair the torque limiting rachet handle failed in calibration. There was no patient involvement. This report is for one 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).